Event description:
Per the clinic, the patient was explanted due to incorrect placement of the electrode. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Incorrect placement of the device.